Manufacturer narrative:
(B)(4). Date sent: 8/22/2024. D4: batch # a9eh2x. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that b12lt device was returned with no apparent damage. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was functionally tested to detect any seal issues. Upon evaluation of the device had it was functionally leak tested and passed. The device was visually inspected and no damaged found on the seals. The device was fully functional according to the manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, before used on the patient, noted the seal was opened. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.